Event description:
Customer reported of being unable to exit the "preparing to prime" loop. Customer heard second series of beeps when holding down the act button. Customer's blood glucose was 146 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.